Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite attempts with different programmers in different rooms of the facility. The device was noted to emit beeping tones with magnet application. Boston scientific technical services (ts) explained the process for resetting the device and telemetry was subsequently restored and confirmed functioning normally. No adverse patient effects were reported. This system remains in service.